Event description:
It was reported that balloon detachment occurred and remained inside patient. Post wallstent angioplasty, a 16-4/5.8/75 xxl esophageal balloon catheter was advanced for post-dilatation. The balloon was inflated several times within the stent. During removal, taking the balloon out of the 10fr non-bsc sheath, the balloon separated leaving a piece of the shaft and balloon halfway in and out of the sheath. A wire was placed beside it in the sheath, and the rest of the catheter end was removed all except for the tip that was left in the patients soft tissue tract. Retrieval attempts were made, but the physician decided to leave the fragment as it was only in the soft tissue around the left femoral head, and had no worries to leave as is. The procedure was completed. No further patient complications reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. A complete circumferential tear and two shaft breaks were identified. A section of the device containing balloon material and the tip were completely detached from the device and were not returned for analysis. A visual and microscopic examination was performed on the returned device. A visual examination identified that the balloon material was torn circumferentially approximately 25mm distal to the proximal markerband. A small section of balloon material appeared detached and was not returned for analysis. A visual and microscopic examination was performed on the balloon material returned and no issues were noted with the balloon material that could have contributed to the damage identified. A visual and tactile examination of the returned device identified multiple severe kinks and stretching on the broken shaft of the device. Two breaks were also identified on the shaft of the device. The first was noted 710mm distal to the strain relief and the second approximately 62mm distal to the distal markerband. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft that could have contributed to the damage identified. A visual and microscopic examination identified that the tip of the device was completely detached. This type of damage is consistent with excessive force being applied to the delivery system. The detached tip was not returned for analysis. No other issues were identified during the product analysis.

Event description:
It was reported that balloon detachment occurred and remained inside patient. Post wallstent angioplasty, a 16-4/5.8/75 xxl esophageal balloon catheter was advanced for post-dilatation. The balloon was inflated several times within the stent. During removal, taking the balloon out of the 10fr non-bsc sheath, the balloon separated leaving a piece of the shaft and balloon halfway in and out of the sheath. A wire was placed beside it in the sheath, and the rest of the catheter end was removed all except for the tip that was left in the patients soft tissue tract. Retrieval attempts were made, but the physician decided to leave the fragment as it was only in the soft tissue around the left femoral head, and had no worries to leave as is. The procedure was completed. No further patient complications reported and the patient was stable post procedure.